Event description:
It was reported that during the implant, the right ventricular lead was not sensing or capturing in multiple position attempts in the heart. There was difficulty positioning the lead and the thresholds were high. The lead was not used and was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.